Event description:
It was reported by repair work order that the power cord was damaged due to the sheathing being torn and that the footboard had intermittent operation due to the connector pins being loose. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.